Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. There was no impact to the customer's blood glucose levels. The customer declined to determine a possible cause of the occlusion.